Manufacturer narrative:
The reported event of high pacing and loss of sensing after connecting the lead were not confirmed. Analysis revealed the device had normal atrial and ventricular output pacing. With test leads and loads attached to the outputs the device read the lead impedances normally. Device passed all electrical and environmental testing. A user-related problem may have occurred with connecting the atrial lead to the device or with the use of the programmer. No device anomalies were found throughout all testing.

Event description:
During attempted implant, it was reported that high pacing impedance and loss of sensing were observed on the atrial channel of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During attempted implant, it was reported that high pacing impedance was observed on the atrial channel of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.